Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced discomfort as the device was slipped out of the pocket and vibration near the pocket under arm area. No erosion was noted, only the device moved freely under the patient's skin especially upon sleeping from side to side. In addition, the movement or migration has happened before, and this device was possibly revised. As of this time, this crt-d remains in service. No additional adverse patient effects were reported.